Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition was confirmed. The device was visually inspected as received and it was determined that the device failed visual inspection due to which the devices that come apart during use or found apart during inspection. All components were accounted for but are not attached and the cutting tool cannot be locked into the attachment and/or motor. Due to this the device does not operate at all. The issue with the loose turn knob is covered under a CAPA. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, and check function of device. The cause for the found defect is a confirmed design error and is covered under a CAPA. Service history record review result was not relevant to the current complaint and service process findings. Correction h10 : it was inadvertently noted in the previous supplemental report that the service history report review result was relevant to the current complaint and service process findings. Please note that the result was not relevant to the current complaint and service process findings.

Event description:
It was reported from japan that during service and evaluation, it was determined that the battery oscillator device fell apart ¿ unattached, could not secure/lock the cutter, would not run, and had component damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition was confirmed. The device was visually inspected as received and it was determined that the device failed visual inspection due to which the devices that come apart during use or found apart during inspection. All components were accounted for but are not attached and the cutting tool cannot be locked into the attachment and/or motor. Due to this the device does not operate at all. The issue with the loose turn knob is covered under a CAPA. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, and check function of device. The cause for the found defect is a confirmed design error and is covered under a CAPA. Service history record review result is relevant to the current complaint and service process findings.